Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
Customer reported that "central line associated blood stream infection on 3 separate occasions". Event 2: it was reported that on (B)(6) 2012, icy femoral catheter was placed for a cardiac arrest patient. The catheter was removed on (B)(6) 2012 due to patient's increase in temperature. Icy catheter's was replaced with non temperature management catheter. Icy catheter's tip was cultured, e. Cloacae bacteria was identified on culture. Event 1: MFR report# 3003793491-2013-00033, event 2: MFR report# 3003793491-2013-00034, event 3: MFR report# 3003793491-2013-00035.